Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:inappropriate implantable cardioverter-defibrillator therapy during surgery: an important and preventable complication. Journal of cardiothoracic and vascular anesthesia. 2017; 31(3):1037-1041.

Event description:
A journal article was reviewed which contained information regarding inappropriate implantable cardioverter-defibrillator (ICD) therapy during surgery. The author reports that patient presented to the hospital with suspected infection at the implant site. Soon after the surgical incision, an inappropriate shock caused apparent patient movement. The surgical care team then reprogrammed the ICD to disable high energy therapy during the procedure. It was noted that the stored shock electrogram showed a ventricular fibrillation (vf) event at the sixth short burst of emi. At the conclusion of the procedure, ICD high-energy therapy was restored. The ICD remains in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.